Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the alarm was not cleared by selecting ok. The customer went to magnetic resonance image. Customer stated that they did not had new battery so troubleshooting was stopped at that point and customer will called back when he get brand new batteries. The insulin pump will not be returned for analysis.